Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw clip was positioned laterally on the valve. During establishment of final arm angle (efaa), the clip started opening. The clip opened from 15-20 degrees to 45-60 degrees. Troubleshooting was performed and the clip did not open. Therefore, the clip was deployed and successfully implanted. A second clip was implanted successfully as well, reducing the mr to a grade of <1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip opening while establishing final arm angle (unintended movement) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.